Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the provisional was fractured while surgeon was trying to insert it into a tight knee, using the smallest size available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the product returned. As per the visual inspection, the tasp exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.